Manufacturer narrative:
Customer service sent replacement breast shields for the customer to try. A medela clinician spoke with the customer on (B)(4) 2013, at which time the customer reported that she had been diagnosed with mastitis and was prescribed antibiotics, which resolved her issue with no adverse events. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).

Event description:
The customer initially reported that she was using a symphony pump because she had mastitis and that the breast shields were too large. She reported that she had blisters and a crack in her nipple from the shield being the incorrect size. She started to use her pump in style advanced and she was very sore.